Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was passed on the (B)(6) 2016 from diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was high blood glucose and diabetic ketoacidosis. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis as the pump was taken with the customer for the autopsy.